Event description:
When the surgeon used the disposable long handled clip applier, it would not lock down on the vessel. This clip applier was removed from the surgical field and another unit was used successfully.